Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('intraperitoneal placement was confirmed') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and allergy to metals ("metal allergy with metal tubal occlusion devices in place"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal essure device, d&c done.). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, pelvic pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, device dislocation and pelvic pain with essure. The reporter commented: essure removal details: the hysteroscope was inserted and the cavity was visualized. The right and left tubal ostia appeared normal with no essure coils present. A sharp curette was then inserted and a curetting was done. The uterine manipulator was then inserted and the tenaculum and weighted speculum removed. Gloves were changed and procedure moved to abdomen. Intraperitoneal placement was confirmed. A survey revealed findings above. A right and left lower quadrant 5mm trocar were then inserted under direct visualization. The right fallopian tube was grasped and using the ligasure device the mesosalpinx was transected. The tube was then transected at the cornua. At this time a portion of the essure device was noted to be protruding from the cornua. This was grasped and removed with gentle traction. The left fallopian tube was then grasped. The mesosalpinx was transected using the ligasure device. The tube was then transected at the cornua. No essure device was noted at the cornua. The specimens were then removed intact through the port sites. The left tube was inspected and noted to contain the essure device. Surgical pathology report: endometrium, curettage: fragments of inactive endometrium. Benign endocervix and ectocervix: negative for endometrial hyperplasia and malignancy. Right fallopian tube with essure device, right salpingectomy. Fimbriated segment of fallopian tube with a complete transverse section of the lumen identified. Essure coil. Paratubal inclusions: left fallopian tube with essure device, left salpingectomy. Fimbriated segment of fallopian tube with a complete transverse section of the lumen identified. Essure coil. Paratubal inclusions. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device dislocation, pelvic pain and allergy to metals". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('intraperitoneal placement was confirmed') in an adult female patient who had essure (batch no. 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and allergy to metals ("metal allergy with metal tubal occlusion devices in place"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal essure device, d&c done.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, device dislocation and pelvic pain with essure. The reporter commented: essure removal details: the hysteroscope was inserted and the cavity was visualized. The right and left tubal ostia appeared normal with no essure coils present. A sharp curette was then inserted and a curetting was done. The uterine manipulator was then inserted and the tenaculum and weighted speculum removed. Gloves were changed and procedure moved to abdomen. Intraperitoneal placement was confirmed. A survey revealed findings above. A right and left lower quadrant 5mm trocar were then inserted under direct visualization. The right fallopian tube was grasped and using the ligasure device the mesosalpinx was transected. The tube was then transected at the cornua. At this time a portion of the essure device was noted to be protruding from the cornua. This was grasped and removed with gentle traction. The left fallopian tube was then grasped. The mesosalpinx was transected using the ligasure device. The tube was then transected at the cornua. No essure device was noted at the cornua. The specimens were then removed intact through the port sites. The left tube was inspected and noted to contain the essure device. Surgical pathology report: endometrium, curettage: fragments of inactive endometrium. Benign endocervix and ectocervix: negative for endometrial hyperplasia and malignancy. Right fallopian tube with essure device, right salpingectomy. Fimbriated segment of fallopian tube with a complete transverse section of the lumen identified. Essure coil. Paratubal inclusions: left fallopian tube with essure device, left salpingectomy. Fimbriated segment of fallopian tube with a complete transverse section of the lumen identified. Essure coil. Paratubal inclusions. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device dislocation, pelvic pain and allergy to metals". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.